Manufacturer narrative:
Results: ten unused samples were returned for evaluation and evaluated for safety shield separation. Each sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7027635. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, bd is aware of a low level defect rate for this defect and CAPA (B)(4) has been initiated to determine the root cause associated with defective locking mechanism (eclipse safety shield) and implement corrective actions in order to reduce/mitigate further occurrence of this issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield of a 21 g x 1.25 in bd eclipse blood collection needle with luer adapter broke off after the needle was removed from a patient's vein. There was no report of injury or medical intervention.